Event description:
It was reported that the bedside staff referencing skin abrasion on a bariatric patient with excess skin/adipose. Under breasts and armpits/groin due to blunt/rough edges of arctic gel pad. Medical treatment done by hcp, wound care/padding required. Per follow up information received via mail on 21apr2026, there were no photos or product available, and the nurses' used dressings on the patients abraded skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.